Event description:
The reporter indicated that a 13.7mm vticm513.7 implantable collamer lens of a -7.0/1.5/73 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6) 2023. Intraoperatively irisprolaps at main incision. The lens was intraoperatively implanted and removed. The problem was resolved. Cause of the event is unknown. Reportedly, "visual accuity is going to get back to normal. Pupil is already around again and reactive. Slight thinning of the iris stroma in the area of former prolaps can be detected. At the moment the patient will be monitored and no permanent injury will be expected. A decision about a further icl implantation will be done in the next months."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).